Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead in association with the implantable cardioverter defibrillator (ICD) did exhibit out-of-range shock impedance exceeding 125 ohms.

Manufacturer narrative:
Further troubleshooting was to be done. There was no surgical intervention or adverse patient effect to date.